Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to the location of the ipg. The patient underwent surgical intervention on (B)(6)2017 to reposition the ipg. However the ipg was explanted. (Reference MFR. Report# 1627487-2017-06238). Explant date is unknown at this time.

Event description:
Additional information received clarified the ipg was explanted and replaced with another model during the surgery on (B)(6) 2017.

Event description:
Additional information received identified the ipg was relocated and replaced which resolved the issue.